Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported multiple hospitalizations. Customer was hospitalized for back surgery on (B)(6) 2014. He was hospitalized again in (B)(6) 2014 with constipation and three infections. He was hospitalized again on (B)(6) 2014 and (B)(6) 2014 due to heart pain. Customer states that his high blood glucose levels cause him heart pains. Customer also cannot say that his hospitalizations were not related to his insulin pump or if his diabetes may have had a factor in them. Customer went on to state that ever since his first kidney surgery back in (B)(6) 1979 his blood sugars have caused him heart pain. Customer stated that the insulin pump had multiple no delivery alarms. Troubleshooting was not possible due to customer changing out infusion set. No further information to report.